Event description:
The pt was implanted with two scs systems (cervical and lumbar). Reference MFR report#1627487-2014-21114 regarding the lumbar system. It was reported the pt has been unable to recharge the ipg for several weeks. Subsequently, the pt programmer was unable to communicate with the cervical ipg. A replacement charger was sent. F/u confirmed the ipg could not recharge or communicate with the pt programmer. Further investigation revealed surgical intervention was undertaken on (B)(6) 2014 and the ipg replaced. Effective stimulation and coverage was achieved postoperatively. The issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.